Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 11/18/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. The patient stated that they inserted the sensor and about 3 days later the skin underneath the sensor adhesive started itching. On about the 3rd or 4th day of sensor wear, the skin around the sensor became red and on the 6th day the patient had to remove the sensor. In addition to redness and itching, patient also experienced dryness and scabbing. Patient reported that they began using the system in (B)(6) of 2016 and the skin reactions began about one month after exposure. On (B)(6) 2016, the patient went to the endocrinologist for a regular check-up and was prescribed IV 3000 dressing to wear underneath the sensor adhesive. At the time of contact, the patient was well. Additional event or patient information is not available. No product or data was returned for evaluation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.